Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device has not been returned to the manufacturer

Event description:
It was reported that during a procedure the device was making a loud noise and trigger was getting stuck. The procedure was cancelled and res-scheduled for another day. There were no adverse consequences and no medical intervention reported.

Event description:
It was reported that during a procedure the device was making a loud noise and trigger was getting stuck. The procedure was cancelled and res-scheduled for another day. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the complaint could not be confirmed as no device malfunction could was found. Unintended stimulation in sensory mode is known to be an inherent effect of this device, and is not reflective of a malfunction or failure. Due to no failure being confirmed with the returned device, and in the absence of additional information from the customer pertaining to the reported event, no further root cause determination could be performed.